Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission from their implantable cardiac monitor. Upon review, it was discovered there were egms missing from the transmission and a subsequent transmission. No adverse consequences to the patient were reported, and no interventions were performed.